Event description:
On an unspecified date, the customer reported that a plum 360¿ infusion pump was unable to administer (medication/solution not reported). It was not reported whether there was patient involvement or not; no harm was reported as a consequence of this event. No other information was reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
The device was returned and investigated for the reported condition of 'pump does not administer.' Some alarms were observed in the history, e433 proximal pressure sensor 2, n183, n185 proximal occlusion during cassette test. It was noted in the as-found condition, the device had a damaged door and fluid shield. However, the device met all performance verification testing (pvt) acceptance criteria, including the unrestricted flow test and the device accuracy test [results: 20.6 ml (acceptance range 19 ml - 21 ml)]. No problem was found during the pvt testing. Calibration values were checked as requested. It was found that the values were erratic and therefore both the app pwa and pressure detector were replaced. The mechanism was successfully recalibrated. The pressure detector, app pwa, door and fluid shield were replaced. And, subsequently, the device passed all further testing. The complaint of non-delivery was not confirmed during pvt testing.